Manufacturer narrative:
Per tandem user guide: the transmitter is reusable and is replaced about every 6 months. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the transmitter was being used longer than 6 months. The pump and transmitter regained connection. No additional patient information was available.